Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having symptoms for the past two weeks and yesterday it was bad. The patient said that the last 2 to 3 days were the worst. They said they had to change their uniform 3 times in the bathroom. They said that when they increased the stimulation, they felt the sensation on their leg and on the implanted area and not on their bicycle seat. They said that they were having an increase of symptoms. They said that when they were laying with their significant other, they could feel their leg jumping. The agent reviewed and advised the patient they could consider changing programs. The patient changed the program from 1 to 2 and increased stimulation. The patient confirmed they felt the stimulation in their bicycle seat and was comfortable. The agent advised the patient to stay on that level and if symptoms did not change, they could increase their stimulation again. The agent advised the patient to go back to their healthcare provider if symptoms did not change.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.